Event description:
Reporter alleged the blood glucose device generated a result without the test strip being dosed with blood or control solution on the advantage system. Customer stated the system meter generated a reading of 17 mg/dl, however, did not indicate the location of the alleged incident. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number of 549091 with an expiration date of 08-31-07.

Manufacturer narrative:
The suspect product is the advantage meter.